Event description:
The customer reported that the insulin gauge on their pump displayed a different amount than expected, with a discrepancy greater than 30 units. There was no adverse impact to the customer's blood glucose level. To resolve the issue, the customer loaded a new cartridge and was advised by technical support to call back if the issue persisted.